Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the instructions for use states: if resistance is felt during removal of either the balloon catheter from the guide wire or the guide wire from the balloon catheter, the balloon catheter and guide wire should be removed together as a unit and set aside. Based on the information reviewed, there is no indication of a product deficiency. The (B)(6) 2013 occurrence referenced is being filed under a separate medwatch report number.

Event description:
It was reported that after flushing during prep per instructions for use, then advancing a fielder xt guide wire to a moderately calcified lesion in the non-tortuous totally occluded proximal left anterior descending coronary artery, a 1.2x12 otw mini trek balloon dilatation catheter (bdc) was advanced over the guide wire. The fielder xt was then exchanged for a non-abbott guide wire, which was positioned in the lesion. Dilatation was then performed with the otw mini trek bdc via inflation to 14 atmospheres. However, while withdrawing the trek bdc, resistance was felt between the otw mini trek and the non-abbott guide wire. Force was applied to retract the trek over the guide wire. The procedure was completed without issue using the same guide wire with a 2.0x15 rx trek and a 2.5x15 rx trek, with good results. There were no adverse patient effects and no occurrence of a clinically significant delay. The physician indicated that this also happened (B)(6) 2013 with another same size trek and that it had not been previously reported to abbott vascular. No additional information was provided.